Manufacturer narrative:
A siemens customer care center (ccc) specialist was contracted by the customer. The ccc had the customer bleach the sample and vent ports. The customer then ran integrated multisensor technology (imt) alignment. The customer cleaned the imt probe and run alignment, which resulted in range. The customer ran a check 1 on imt and probe, resulting in range. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The customer reported out the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.